Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter read inaccurately compared to her feelings and or normal results and when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began ¿a week ago.¿ at an unspecified date/time, the patient obtained blood glucose readings of ¿127, 133 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 20%. The patient manages her diabetes diet and denied taking any action in regards to her normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient claimed, 6 days after the alleged issue occurred, she developed symptoms of ¿jittery.¿ the patient denied receiving medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the appropriate control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.